Event description:
The report received from the affiliate indicated that the balloon of the stent delivery system could not be inflated due to a cracked hub. The indeflator was changed to ensure it was not the issue. The device appeared normal and was prepped per IFU. It was attached to a boston scientific indeflator without difficulty or notable anomaly. The anomaly was noted after the device was prepped that the balloon would not inflate to deploy the sent. The stent was delivered to the lesion without by an experienced operator and regular cypher user. The indeflator was attached on introduction and the indeflator did not achieve any pressure that was notable. The procedure was completed with a competitor's stent. The pt was in stable condition following the procedure.

Manufacturer narrative:
Please note that this device is not distributed in the united stated but belongs to the same class of drugs as the u.s. Distributed cypher sirolimus drug-eluting stent. It is also available for testing and evaluation but the device has not been received as of this writing. All add'l info received will be submitted within 30 days upon receipt including the lot number.